Manufacturer narrative:
The abandoned lead has not been returned for analysis therefore, boston scientific cannot confirm this clinical observation. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial lead dislodged following a maze procedure. The lead was abandoned surgically and replaced with another manufactures lead. There were no adverse patient effects reported due to the replacement procedure.